Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noticed that the tip cover had not been placed on the monopolar curved scissors (mcs) instrument. Despite the initial application of energy, there was no harm to the patient. The customer proceeded to try to remove the mcs instrument to place the tip cover accessory, but during the process, the instrument broke at the joint. Because of this, the mcs instrument had to be removed along with the trocar. Once removed, the mcs instrument had to be manually straightened to remove from the port. The mcs instrument was replaced, and the procedure was completed. No known impact or patient consequence was reported. The procedure was completed with no reported injury.